Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the anomaly was performed. Customer advised the reservoir ring was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.